Event description:
It was reported that after da vinci-assisted partial nephrectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was found to have frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. Resection of kidney tumor was being performed when the issue occurred. There was no report of any fragment(s) falling inside of the patient¿s anatomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.